Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal surgery, the surgeon used the suture for skin closure and after several days after the surgery, they found dehiscence due to the thread rapture at the ligated site (it was not that the suture got loose but the suture got broken). To resolve the issue, the surgeon had to re-sutured the skin.